Manufacturer narrative:
An event regarding crack/fracture involving a specialty guide was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: there is no indication patient factors contributed to the reported event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Gap balancer allegedly broke during surgery for a tka. No delay, surgery completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Gap balancer allegedly broke during surgery for a tka. No delay, surgery completed successfully.